Manufacturer narrative:
The investigation into product damage (sterile sleeve damage) and introducer damage ¿ mechanical has been completed. Clinical says that during repositioning of the pump, the sterile sleeve was torn and was wrapped with sterile cover later. Therefore, the root cause of the product damage - sterile sleeve issue was most likely use related to excessive force. Introducer damage failure mode was deleted since it was incorrectly added due to confusing clinical information. G1 reporting contact email was reported incorrectly on manufacturer device report 1220648-2024-22212.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a 52-year-old male patient with cardiomyopathy and other systemic comorbidities was implanted with an impella 5.5 device for mechanical circulatory support. During impella support, the sheath for the impella 5.5 was exposed. There was a tear when repositioning. The sheath was covered with sterile dressing. Additionally, the impella sleeve was compromised. Non-alcohol based clean solution for sleeve and catheter was used when redressing. It was further reported that placement signal alarms occurred. The alarm was disabled and the staff will be monitoring the motor current and flows. Patient was successfully weaned from the device after 14 days of support.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation for the optical signal issue has been completed. Pump was not returned for investigation. Data logs were investigated. The placement signal returns after 40 hours and 5s parameters return to normal. This signs are similar to that of an air gap. Therefore, the root cause of the optical signal failure was an air gap from between the console and the patient cable plug or within the middle of the red handle ferrule. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6 medical device problem code revised to include 2917 device sensing problem from the initial manufacturer device report number 1220648-2024-22212.